Manufacturer narrative:
Concomitant products: depuy acromed pedicle screws, devex cage, allograft (implant: (B)(6) 2011, explant: (B)(6) 2012). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient was seen for low back and right lower extremity pain. Patient complained of "low back pain and right leg pain. She has developed back and right lower extremity pain for the last year that has failed conservative management to include selective nerve root blocks and facet rhizotomies. She has been taking percocet per pain management physician. She also has a past history of shingles that sounds as though it is either in the l4-l5 dermatome posteriorly that is under control. She has very subtle dorsiflexion weakness on the right as compared to the left. She has no sensory changes but she describes intermittent numbness in the dorsum of the foot on the right side¿. The patient underwent spinal surgery for lumbar spondylotic spondylolisthesis, grade I, l5-s1 with right side radiculopathy. The surgery consisted of: 1. Interbody fusion, l5-s1, with rhbmp-2/acs, allograft and local autograft. 2. Open reduction with segmental internal fixation, l5-s1, with depuy acromed pedicle screws. 3. Interbody fixation, l5-s1, 10-mm devex cage. 4. Posterior spinal fusion, intertransverse region, left side with reprocessed local autograft and rhbmp-2/acs. 5. Medial branch neurectomy bilaterally, l5-s1. The bmp was packed into the cage with local cancellous autograft. The anterior disk space was packed with cancellous bone and allograft as well as one quarter of the bmp, and then more cancellous bone was packed on top to interdigitate it. One quarter of the bmp was left. It was packed in the paraspinal gutter where the autograft had been placed. On (B)(6) 2011 the patient was seen for follow up. The prior week, the patient ¿had a fall when she had a syncopal spell using her advair. She had a right eye laceration and has ecchymosis around the eye. She feels she landed on her left hip and she is currently taking norco 101325 1-2 a day and dilaudld 4 mg at night. She has some paresthesias in her right leg. She has had minimal drainage from her wound. She denies fevers. She has a known history of shingles in her right buttock and takes valtrex¿. On (B)(6) 2011 the patient was seen two weeks status post tlif at l5-s1. The patient is complained of "pain in her back and buttock that she rates as an 8/10. She reported right leg numbness. The patient underwent a lumbar CT scan. Per medical records, the CT results were as follows: ¿1. Right l5-s1 transforaminal lumbar interbody fusion, appearing since the prior study. Near-anatomic alignment, no evidence of hardware complication. Evidence of developing bone graft fusion. Wide laminotomy and removal of bone posterior to the previously seen bilateral pars defects. No residual stenosis. Postoperative scar and/or seroma. In the right foramen and dorsal epidural apace, without mass effect on the thecal sac or root sleeves. 2. Low lying conus and thickened filum, possibly representing tethered cord, not visible on the prior noncontrast study. The spina biflda cccults at l5-s3 is probably related¿. The patient also underwent a lumbar MRI. Per medical records, the MRI results were as follows: 1. Slightly transitional l5 vertebra. 2. Shallow midline l4-5 disc protrusion eccentric to the right, without significant mass effect while the patient is supine. Early internal disc degeneration. 3. Shallow midline l3-4 disc protrusion, without mass effect. On (B)(6) 2011 the patient was seen status post a tlif at l5-s1. 'No right leg pain. She will occasionally have some back pain". Assessment included: 1. Status post cervical fusion, c4-c7, with good result, now degenerative changes noted at c3-4. 2. Status post lumbar fusion, l5-s1, doing very well. On (B)(6) 2012 the patient was seen for follow up. Patient complained of ¿right lower thoracic pain as well as pain above her lumbar incision. Direct tenderness on palpation of the right t10-11-12 rib. She also has some mild tenderness over the superior aspect of her lumbar incision. Review of x-rays show what appears to be a solid arthrodesis posterolaterally at l5-s1 on the left. The cage looks to be in good position. Screws are in good position¿. On (B)(6) 2012 the patient presented with thoracolumbar pain. ¿patient describes pain in her right thoracolumbar region for the last six to seven months. She has chronic bouts of constipation and when it gets severe, she has significant pain in her right thoracolumbar region. She has seen her gastroenterologist about this and they ruled out gallbladder disease. She has also noted return of some right lower extremity symptoms. She states it is a little bit different than she had preoperatively, i.e., l5 symptoms. She feels as though it is deeper so potentially this is s1¿. The patient underwent a CT myelogram one week later which showed, per medical records, ¿the l5-s1 tlif looks to be solidly fused. There is good position of the screws. There does appear to be a cystic change noted that obliterates the right neuroforamen and a little bit in the right lateral recess but without overt compression of the s1 root. She also has a low lying conus that may be indicative of tethered cord.¿ on (B)(6) 2012, the patient presented for revision surgery one year status post transforaminal lumbar interbody fusion at l5-s1 for r ight-sided radiculopathy. The patient initially did well and developed a solid fusion at l5-s1. Over the last several months, patient has had had a slow onset of progressive right leg pain. She was treated conservatively initially with anti-inflammatories and physical therapy, but he pain persisted.¿ per medical records, ¿cat scan was performed, which revealed hypertrophic bone growth at the ls-s1 segment and the ls-s1 disk space.¿ the patient underwent spinal surgery for foraminal stenosis secondary to bony overgrowth at l5-s1 right and retained hardware, l5-s1. The spinal procedure consisted of 1. Lumbar decompression, ls and si roots with takedown of bony overgrowth at ls neural foramen from overgrowth of rhbmp-2/acs. 2. Removal of segmental fixation, l5-s1, fusion found to be solid. 3. Patch of dural bleb. During surgery ¿bony excrescence or overgrowth in the bmp [was found] in a location that was identified on the CT scan. The ls nerve root was mobilized using microsurgical dissection, and then, when the nerve root, we were trying to reposition, there was now a new dural bleb. A patty was placed here and then retraction continued and the bony excrescence was taken down with a down-pushing curette to debride this. Because of the location of the dural bleb and the side of the wall, it looked like it would be difficult to repair. It was leaking minimally and therefore, it was elected to place a piece of drugen followed by tisseel with good success¿. (B)(6) 2012 the patient was seen for follow up, ¿two weeks status post removal of hardware and decompression l5-s1 right with repair dural bleb. [The patient] had a rough initial recovery in the hospital due to a migraine headache which was helped by fioricet. She reports that her leg pain is gone. She has no more right leg pain. The pain that she has been experiencing in the postoperative period, that developed after her lumbar fusion, is completely resolved and she is very appreciative of that. She has some mild incisional pain in her back but overall she is feeling great.¿ on (B)(6) 2012 the patient presented with acute exacerbation of lbp, difficulty walking and limps. She underwent a series of injections and then subsequently has had a facet rhizotomy on the right and she states it has helped her leg symptoms, to some degree. On (B)(6) 2012 the patient underwent lumbar CT scan. Per medical records, CT scan ¿shows evidence of regrowth of bone in the right neuroforamen. Solid arthrodesis anteriorly and posterolaterally on the left side and removal of instrumentation¿. On (B)(6) 2013 the patient presented 11 months status post foraminotomy and resection of the bony heterotopic ossification. The patient did exceptionally well postoperatively. The patient had about 4 to 5 months of good relief and then she had a slow increase in pain to where she began having more significant right l5 pain. The patient underwent a repeat CT scan which showed her to have reformation in the foramen of the heterotopic ossification.the patient underwent spinal surgery for spinal stenosis at l5-s1 (right side) secondary to heterotopic ossification. The procedure consisted of: 1. Laminectomy. L4, right. 2. Resection heterotopic ossification right l5-s1 neural foramen. 3. Neurolysis l5 nerve root and s1 nerve root, right. 4. Patch of dural bleb lateral wall proximal s1 root with duragen, tlsseel. And 6-0 prolene. Radiation was performed post-op day one to prevent recurrence of heterotopic ossification [as per heterotopic ossification literature]. On (B)(6) 2013 the patient ¿presents 12 days postop from a decompression resection of heterotopic ossification, times two, and then postop radiation dosing. Her right leg feels fine but she now has maceration of the wound. The wound is not split. It does not have any gaping of the incision but it is clearly macerated, which is typical of a postop dose of radiation¿. On (B)(6) 2013 the patient presented with pain in neck and back and right leg. Pain radiates downright arm and right leg to foot. Pain is sharp, stabbing, burning, deep in quality and occurs constantly. There is associated numbness, and weakness and muscle pain. On (B)(6) 2013 the patient was still having ¿persistent lower extremity symptoms. Her wound has healed nicely but she still has persistent pain that is right sided. Patient is still having persistent lower extremity symptoms. At this point in time I think we have treated our treatment (postop radiation). She took the ibuprofen t.i.d. And now it is whether this nerve will calm down. I had initial impression that her nerve pain was better.¿